Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, an alliance handle was used in conjunction with the trapezoid rx basket in an attempt to crush a 2cm stone, however the pull wire broke near the alliance handle. Spyglass was then used in an attempt to get the stone out but was unsuccessful. The wire was cut outside of the patient and they had to play around with the basket to get the stone out. After working the basket inside the duct, the stone fell out and the basket was removed from the patient. The procedure was not completed and the patient was rescheduled for another procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.